Event description:
The dr was unable to insert the iab sheathless. A second iab was inserted successfully with a sheath and the pt recovered after one week of iabp therapy. Event complications: none from the event-reported 3/10/98. Pt's current status: recovered-reported 3/10/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the exterior of the device and within the inner lumen. Visual examination revealed the membrane to be completely unfolded. No kinks were noted in the catheter tubing or inner lumen. The catheter od was measured and found to be within datascope's mfg specs. It was not possible to pass the membrane through 10 french, 6 inch sheat/hemostasis valve assembly due to the condition of the returned device. (This follow-up MDR was mailed to the FDA on 5/01/98).